Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported an accucath was placed for a cardiac cta with contrast administration. The accucath began leaking at the hub during contrast injection. Assessment showed the catheter had twisted at the insertion site while secured with a statlock, though the pigtail connection was confirmed to be secure. No infiltration occurred, and the contrast leaked externally from the hub and the catheter was noted to be twisted internally at the insertion site but fully intact with no portion retained in the patient. The IV was removed and a new accucath was placed.